Manufacturer narrative:
A 100ml baxter infusion bag( lot p374413 exp aug19) of 0.9% sodium chloride injection usp. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the pump delivered the insulin infusion too fast. There was no report of patient harm.

Manufacturer narrative:
The customer's report of insulin having infused faster than expected was confirmed. Review of the pcu event log showed that on (B)(6) 2018, an infusion of insulin was started at a rate of 100ml/hr with a vtbi of 100ml and completed in the one hour duration as programmed. The user had entered a custom concentration of 5 units/100ml but the bag was noted to be labeled with the concentration of 100 units/100ml. The user entered the dose as 5 units/hr which made the rate 100ml/hr based on the incorrect concentration that was entered. Rate accuracy testing was performed and no anomalies were found. The root cause for the reported event is user programming.

Event description:
The customer reported that the pump delivered the primary infusion of insulin 100units/100mls at 5ml/hr faster than expected. The patient's heart rate accelerated to 124-140 and the blood glucose was rechecked with a result of 198. There was no report of lasting harm to the patient.